Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 20-mar-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve fell off issue occurred. Hemostatic valve damaged. The gasket in the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small fell off when inserting the catheter into the outer sheath. Changed to another sheath to complete the procedure. There was no impact to the patient. Additional information was received. Section the issue was observed was the hemostatic valve. It was totally separated. The hemostatic valve dislodged inside of the hub and not outside of the hub. The brim cap / hub became detached from the sheath. Air did not enter the patient¿s body. Blood return was not observed. Request has been made to obtain clarification to discrepancy in the response as they verified that the section the issue observed was the hemostatic valve, but also included in the response that the brim cap/hub became detached from the sheath. No further information has been made available. Therefore, with the information available, assessed this event as a hemostatic valve separation as they reported that the hemostatic valve fell off.

Manufacturer narrative:
Additional information was received on 23-feb-2024 confirming that the issue was with the hemostatic valve. The investigation was completed on 05-mar-2024. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 00002469 and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Hemostatic valve damaged. The gasket in the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small fell off when inserting the catheter into the outer sheath. Changed to another sheath to complete the procedure. There was no impact to the patient. The device evaluation was completed on 26-mar-2024. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).